Event description:
A user facility clinical manager (cm) reported through a voluntary medwatch form that a hemodialysis (hd) patient experienced a dialyzer reaction during an hd treatment. Upon follow-up with the patient¿s hd registered nurse, it was confirmed the patient experienced a seizure and cardiac arrest attributed to a dialyzer reaction while utilizing the optiflux f180nre dialyzer. It was explained that the patient transitioned from peritoneal dialysis to hd for renal replacement therapy approximately one month ago and had not experienced a dialyzer reaction prior to this event. The patient began to show seizure activity approximately 15 minutes into the treatment. The treatment was discontinued, and as blood was returned to the patient, the patient became pulseless and unresponsive. Clinic staff initiated cardiopulmonary resuscitation and activated emergency medical services (ems). The patient had a return of systemic circulation before ems personnel arrived, and they remained alert and oriented as they were transported to the hospital. The patient was diagnosed with a seizure and cardiac arrest attributed to a dialyzer reaction that was exacerbated by the patient¿s comorbidities. The patient was able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home on (B)(6) 2025. The patient recovered from this event as they transitioned to a different in-center hd clinic that was closer to home with a more biocompatible dialyzer (unknown brand and model). It was confirmed that the patient¿s seizure and cardiac arrest that were attributed to a dialyzer reaction, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirteen lots were found to have been delivered in this time period. A production records review was performed on these lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Eleven of the thirteen lots had one to multiple approved temporary deviation notices (dns) which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between utilization of the optiflux f180nre dialyzer and the event of a dialyzer reaction, characterized by seizure activity and a cardiac arrest. It is well documented that patients on any modality of hemodialysis may experience reactions (to include cardiac arrest with type a) involving non-biocompatibility due to the composition of membranes of various types of dialyzers. The cause of this adverse event can be attributed to this patient¿s intrinsic physiological response to dialyzer use with no indication of unintended performance of any fresenius product(s) or device(s). It can be concluded this event was not caused by a deficiency or malfunction of any fresenius product(s) or device(s). Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A user facility clinical manager (cm) reported through a voluntary medwatch form that a hemodialysis (hd) patient experienced a dialyzer reaction during an hd treatment. Upon follow-up with the patient¿s hd registered nurse, it was confirmed the patient experienced a seizure and cardiac arrest attributed to a dialyzer reaction while utilizing the optiflux f180nre dialyzer. It was explained that the patient transitioned from peritoneal dialysis to hd for renal replacement therapy approximately one month ago and had not experienced a dialyzer reaction prior to this event. The patient began to show seizure activity approximately 15 minutes into the treatment. The treatment was discontinued, and as blood was returned to the patient, the patient became pulseless and unresponsive. Clinic staff initiated cardiopulmonary resuscitation and activated emergency medical services (ems). The patient had a return of systemic circulation before ems personnel arrived, and they remained alert and oriented as they were transported to the hospital. The patient was diagnosed with a seizure and cardiac arrest attributed to a dialyzer reaction that was exacerbated by the patient¿s comorbidities. The patient was able to undergo hd therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and they were discharged home on (B)(6) 2025. The patient recovered from this event as they transitioned to a different in-center hd clinic that was closer to home with a more biocompatible dialyzer (unknown brand and model). It was confirmed that the patient¿s seizure and cardiac arrest that were attributed to a dialyzer reaction, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).